Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving bupivacaine and morphine via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that the patient was getting an 8286 (empty pump) code on her ptm (personal therapy manager), but the low reservoir alarm date on the ptm was (B)(6) 2019. The patient was not going to be able to get the pump filled until next week as she was currently having some orthopedic surgery in the hospital which was not related to her infusion system. No infusion system related patient symptoms were reported. No further complications have been reported as a result of this event.